Event description:
On 10/5/1999, the international distributor informed the MFR (MFR.) International rep of the following: there were no problems inserting the dilators over the guidewire in the form of resistance. After having removed the dilator, the point of it was damaged. When removing the guidewire from the vessel, there was again a resistance. The guidewire, when removed, was stretched about 20cm. No further details were provided. The device is scheduled to be returned to the MFR for analysis.